Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to vascular trauma.

Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the right internal iliac artery was embolized as planned, a trunk-ipsilateral leg component was inserted from the right side and deployed, followed by a contralateral leg component distally. After ballooning of the devices a decrease blood pressure was observed. Angiography imaging revealed a right external iliac artery rupture. An additional stent graft was placed to treat the ruptured area. The patient tolerated the procedure. It was reported that there was thrombus observed on the pre-operative CT imaging, in the right external iliac artery where the contralateral leg component was landed.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
G1 manufacturing site name and address corrected to: w.l. Gore silicone valley 2890 de la cruz blvd santa clara, ca 95050.